Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery compartment. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, cracked corner of belt clip rails, cracked case battery tube, cracked battery tube threads, pillowing overlay, cracked overlay, overlay scratched, torn overlay, overlay texture damage and damaged display window cover. Missing retainer ring confirmed. Cosmetic damage at the battery compartment confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack alongside battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.